Event description:
It was reported that the pump was slow charging. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no further assistance was needed or provided.